Event description:
It was reported by provider that the end user reported the left brake pad that meets the wheel, broke off of the 66550 rollator. She states the end user noticed the issue while using the rollator. She states the end user was not injured.